Manufacturer narrative:
The touchscreen was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touchscreen assembly. The ul_lr / ur_ll resistance ratio are out of specification; multiple readings are close to the upper limit which may contribute to unresponsive regions on the touchscreen. The customer complaint of touchscreen out of specification was verified.

Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. The fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Initial reporter name and address:(B)(6).

Event description:
It was reported to philips that the touchscreen was not working despite performing calibration. Patient involvement is unknown. There was no delay to therapy noted.